Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred because communication with the scope failed due to corrosion on the contacts pins of the receptacle unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were confirmed. The device evaluation found the intermittent b30 scope communication error code was due to corroded pins of the receptacle unit. The flickering and intermittent lines were due to a faulty receptacle unit. In addition, the wires were corroded. There was dust inside the unit. The tank socket was rusty. The power switch was noisy and the foot was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system center received intermittent b30 scope communication error code. It was also reported that the image flickered when connector cable was adjusted. The image was visible with vertical lines. The issue was found during preparation for use for an endoscopy procedure. It was reported that there were no delays in the procedure and there was no harm to the patient.